Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with the variable angle anterior medial and medial distal tibial plates. It was reported there were three plates where the distal 2.7mm locking screws have all broken and in some cases are multiple fragments. These broken screws were discovered when attempting to remove the plates; the shafts of the broken 2.7mm locking screws were left in the patient. This report is for an unknown quantity of unknown locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown locking screws/unknown lots. Implant/explant date: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.